Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd¿ syringe, luer slip with needle there was an issue with foreign matter. It was stated the ¿nurse found white foreign matter on the tip of needle when the unit package was opened before use.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: our quality engineer inspected the two returned units and confirmed the reported observation of foreign matter. The white substance was analyzed and determined to be consistent with epoxy. Epoxy is used in the manufacturing of the product. Epoxy overflow may occur during the needle assembly process if there is a line stoppage and the product technician does not clear the impacted rack. Assembled needle device history record was reviewed. The probable cause of epoxy on needle hub was due to rack topple which resulted the uncured epoxy flow over to needle hub during shield infeed conveyor station. The parts from the toppled rack were not cleared properly hence resulting in escapees. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.